Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a loss of stored data (no model number, serial number, settings, or programmed therapies).